Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified breast surgery with an unknown mentor saline breast implant and experienced postoperative bilateral deflation. As a result, the patient underwent removal and replacement with mentor smooth round moderate profile, catalog # 3501645, (left) serial # (B)(4) and (right) serial # (B)(4). Refer to manufacturer report number 1645337-2019-16468 for the contralateral device.

Manufacturer narrative:
Manufacturer reference: (B)(4). This corrected report is submitted due to a system error generating duplicate manufacturer report number for the contralateral device. Correct reference for the contralateral device's manufacturer report number is 1645337-2019-16574.

Manufacturer narrative:
On 22-aug-2019, mentor completed the investigation of the suspect medical device. Device evaluation summary: according to the information received, it was reported a patient experienced bilateral deflation of her breast saline implants after implantation. During evaluation of the sample it was observed to be intact. Leak testing was not performed to avoid compromise the device integrity and also the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).